Event description:
Siemens medical solutions USA, inc. Was notified of a patient injury that occurred on (B)(6) 2020. The operator of the device placed the foot extender device accessory on the device patient bed (phs - patient handling system). Subsequent use of the accessory was contrary to use instructions. As a result, the accessory and patient fell from the phs. As of the date of this report, there is an unconfirmed head injury sustained by the patient. There are no product defects or failures. There are no labeling defects. There were no other injuries to any other persons.